Event description:
It was reported that a screw head snapped off during removal. All broken parts have been removed and will be returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the screw is broken. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected. The cross section surface shows no irregularities, which indicate material conformity as well. We assume that too high mechanical force during removal has been applied and caused the breakage of the screw shaft. Please note that we have not had a single complaint with this screw so far.